Event description:
It was reported that the patient alleges the bolus recommendations provided by the connect app (android) are not accurate. No adverse event reported. The device is not expected to be returned for evaluation.